Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11cy7, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a trial patient. It was reported that during the procedure the physician felt the one electrode had a breach in its connection to the lead at the distal end. This occurring during intraop. Testing of the lead intraoperatively the lead would not test appropriately after being placed through the introducer. The lead was removed and inspected and the suspected break was identified. This was using the straight stylet. The external controller was swapped, the lead was repositioned multiple times. Eventually the lead was replaced. The issue was resolved at the time of the report. No surgical intervention was required since they were in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.